Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a laparoscopic appendectomy wherein the device was used for appendiceal stump resection. Overnight, the patient became increasingly tachycardic. Complete blood count (cbc) revealed a significant hemoglobin drop, which required an urgent return to the operating room. During the procedure, active bleeding was identified at the appendiceal stump directly at the staple line. Approximately 1500 milliliters of intraperitoneal blood were evacuated. Hemostasis was achieved surgically.